Event description:
Complaint was reported via a video tape from user facility indicating that the pt had a part of a surgical instrument come apart in the knee. It appears that a floating metal fragment or fragments appear in the video tape. It is not apparent whether there was any attempt to remove the fragment.